Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal introducer bent when attempting to put over the wire, causing them to discard and grab a new angio-seal. The patient was in stable condition. The procedure outcome was a success. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product. Additional information was received on 05march2021: the type of procedure that was being performed was a peripheral angiogram using a french sheath. A pre-deployment angiogram was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 3221 is based upon evaluation of the returned sample; 213 is based upon dimension testing of the returned sample. One used 6fr angio-seal evolution was received for product evaluation. The hemostasis sheath was returned mated with the arteriotomy locator. Unopened carrier tube assembly and guide wire was returned as well. Upon visual analysis, the arteriotomy locator was found to be appropriately locked with the hemostasis sheath and blood-like substances were found on the arteriotomy locator and hemostasis sheath. A slight bend was noted on hemostasis sheath. The locator/sheath assembly was examined under the microscope a kink was observed near the blood inlet holes. No anomalies were noted at the transition between arteriotomy locator and hemostasis sheath. No other visual anomalies were noted with the returned components. For dimension testing, the outer diameter of the arteriotomy locator was measured and found to be 0.090'' and which was within the specification of 0.092" +0.00/-0.02. The outer diameter of the sheath was measured to be 0.115'' which was within the specification of 0.114" +/-0.005". All measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. Based on the returned device, the complaint could be confirmed for a bent in the locator, which likely happened while the user was attempting to insert the assembly into arteriotomy. The application of off-axis forces during insertion or presence of scar tissue could have been the cause of the bends or kinks. The arteriotomy locator and sheath were dimensionally and no anomalies were noted. Based on the available information, the exact cause of the issue cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).